Manufacturer narrative:
The instrument was returned to medtronic for analysis. Analysis confirmed the reported issue. The tip of the returned probe was twisted. There were also impact marks at the back end causing fit issues with any mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon bent a thoracic probe during a case. It was unknown if the probe was still able to verify after the damage. A different probe was used to complete the procedure. There was a less than 1 hour delay to the procedure and no impact to patient outcome.